Event description:
In 2009, a customer informed baxter that his transfer set, product code unknown and lot number unknown, fell off from his catheter. The event occurred during patient use. This complaint is related to two other complaints. The patient called the assistance line to ask for assistance with an alarm and then mentioned to the technical service representative (tsr) that he was experiencing pain and cramping. The patient experienced pain and then for the other complaint, the patient stated that he had cramping. Both these complaints were communicated to the assistance line a dya prior. The patient was contacted by the pharmacovigilance department regarding the pain and the patient stated that he was experiencing these pains since about three days prior, which were due to a "bug" in his stomach. During the converstation the patient stated that his transfer set had fallen off on the floor two weeks ago. To prevent further leakage of the dialysate, the patient state he inserted his little finger into the transfer set and believes that this action contaminated the catheter. The patient went for a check up, and handed the nurse a bag of cloudy effluent. The patient was given ciprofloxacin 500ms (1 tablet for 14 days). The patient started taking the medication in the next day, and he stated that he felt better. Additional information: the pharmacovigilance department contacted the nurse at the hospital about one week later. The nurse stated that the patient was admitted into the hospital 4 days prior, due to peritonitis. Pharmacovigilance department was trying to gather more information regarding the transfer set falling off however the nurse at the hospital stated that the patient's chart was not available. The patient went to the clinic with a bag on cloudy effluent and was treated with ciprofloxacin and he mentioned that he was getting better when called.the patient is currently still in the hospital, and is getting treated for peritonits.

Event description:
The pharmacovigilance department contacted the nurse at the hospital in 2009. The nurse stated that the patient was discharged the day before, and was put on antibiotics for two weeks. The nurse also stated that the patient's transfer set was changed. Additional information received from the call script provided dated 11/16/09 includes the following: the transfer set had been in use since six months prior to event. This was a titanium catheter adapter and the connection was made by hand (not with the use of a device). It is unknown why the connection became unsecured. The lot number is unknown and the sample has been discarded. The patient presented with cloudy effluent , pain, cramping resulting in peritonitis. The nurse indicated the disconnection occurred between the titanium adapter and the transfer set. No additional information was provided.

Manufacturer narrative:
The actual sample was discarded by the patient, and the lot number is unknown.